Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The device was evaluated and the condition of damaged neurotip could be confirmed. During servicing, the device failed the visual test. If add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the device was being returned for service. During service of the device, it was noted that the device had a damaged neuro tip. It is known that the device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no add'l info provided.